Event description:
It was reported that the device was not able to be interrogated. It was suggested to try again and turn the programmer head over. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.